Manufacturer narrative:
Address line: (B)(6). Related MFR# 2916596-2022-13119 reports against the patient's pump. No additional information has been provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report # 2916596-2022-13119. It was reported that the patient experienced 20 driveline power fault alarms at 20:44 pm on (B)(6) 2022. Trouble shooting was performed and the alarm was deleted from the event history to see if it came up again. The patient ultimately underwent a controller exchange on (B)(6) 2022. X-rays of the patient's abdomen were performed but did not reveal any damage/kinking on the driveline. There were no issues noted with the pump and the patient was cardiopulmonary stable. The patient did not experience any new alarms after the controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline power fault alarm was confirmed via log file analysis. The heartmate 3 system controller (serial #: (B)(6)) was returned for analysis, a log file was downloaded, and a log file was submitted for review. The log files contained overlapping events spanning approximately 19 days (01aug2022 ¿ 19aug2022, 30sept2022 per timestamp). Events on 30sept2022 are from product testing at abbott. On 18aug2022 at 20:26:23 - 20:48:07 there was a driveline power fault alarm. This alarm cleared on its own and there were no interruptions in pump function during this event. The system controller was tested and was able to pass all stages of preliminary and functional testing without issue. The controller was able to operate on a mock loop with a test modular cable along with the modular cable it returned with. There were no alarms activated during testing. The root cause of the reported alarm was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including driveline fault alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report # 2916596-2022-13119. It was reported that the patient experienced a driveline power fault alarm. The alarm was cleared to see if it would return. The physician decided to exchange the system controller on (B)(6) 2022. It was reported that the fuses of the controller were intact. An x-ray of the patient¿s abdomen was taken on (B)(6) 2022 that did not reveal any damage or kinking of the driveline. It was reported that the patient was stable. The driveline power fault alarm appeared again, and the decision was made to exchange the modular cable on (B)(6) 2022. It was noted that the inline connector of the modular cable demonstrated corrosion and debris of liquid. The driveline power fault alarms resolved after the modular cable was exchanged.